Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The caller was instructed by technical support to perform several actions, including disconnecting the tubing, tightening the t:lock, and delivering a bolus. The customer replaced supplies as necessary and resumed insulin therapy.